Manufacturer narrative:
Investigation of the customer issue included a review of the complaint date, field service review, service history review, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service engineer (fse) completed troubleshooting of the instrument. The fse decontaminated the module in addition to replacing cleaning and adjusting multiple parts; the bd, antenna, sensor level trigger (misaligned/loose), and trigger pump (rohs) (leaking) were determined the likely causes. Service verified the system function by performing successful calibrations as well as a successful a control run. No additional discrepant results were reported. A service history review revealed no additional discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. Tracking and trending was completed no adverse trend was identified for the parts deemed as likely causes. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect i2000sr analyzer, ln 03m74 was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer generated low cortisol results while using the architect i2000sr analyzer. The customer indicated the initial results were 0 and one specimen was retested, a result of approximately 300 was generated. The customer stated the patient was treated. No details of the treatment were available, and no serious impact was reported from having received treatment.